Manufacturer narrative:
A ge service rep performed an on site investigation. The software and calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system's collimator coned down thereby preventing a displayed image. No report of pt injury.